Event description:
Patient could not be infused today due to no IV access. Pt had fluid imbalance, puffiness, and collapsed veins from recent hospitalization for peg tube dislodgement. Diagnosis for use: myasthenia gravis without (acute) exacerbation.